Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Prior to lead revision, diagnostic imaging revealed insulation abrasions on the rv lead. The rv lead was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of insulation abrasion and noise were confirmed. Visual analysis of the lead found an external insulation abrasion breaching the ring electrode cable, right ventricular cable, and inner coil lumen distal to the connector boot. One of the ring electrode cable coatings was abraded in this region. The ptfe liner was not damaged. The reported events were isolated to the external insulation abrasion consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.